Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthropathy ('joint problems') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced arthropathy (seriousness criterion disability), dyspepsia ("digestive problems"), tendonitis ("recurrent tendinitis") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (arthrodesis l5 / s1). At the time of the report, the arthropathy, dyspepsia, tendonitis and urinary tract infection outcome was unknown. The reporter considered arthropathy, dyspepsia, tendonitis and urinary tract infection to be related to essure (ess205). The reporter commented: many cumulative problems, she was put on disability in 2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthropathy ('joint problems') in a 48-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced arthropathy (seriousness criterion disability), dyspepsia ("digestive problems"), tendonitis ("recurrent tendinitis") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (arthrodesis l5 / s1). At the time of the report, the arthropathy, dyspepsia, tendonitis and urinary tract infection outcome was unknown. The reporter considered arthropathy, dyspepsia, tendonitis and urinary tract infection to be related to essure (ess205). The reporter commented: many cumulative problems, she was put on disability in 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.